Event description:
The customer reported that there was no sound coming through the speaker. The device was in clinical use at the time the issue was discovered. There was no adverse event or patient harm reported.